Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. There was no adverse impact on the customer's blood glucose level.